Event description:
A customer reported that the cardiocap/5 monitor easily detaches from the mounting system when a small amount of pressure is applied to the top of the bracket. This issue could potentially result in the monitor falling on a pt or user. There was no reported pt involvement. The customer's investigation revealed that there are at least two variations of the bracket, one requiring a pin length of 4.5mm and the other 7.5mm. The issue was only observed when applying pressure to the bracket with the shorter pin length. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.